Manufacturer narrative:
The initial medwatch report indicates (B)(6) 2017. The initial medwatch report should indicate (B)(6) 2017. Physio-control evaluated the device but could not verify the reported issue. The device was tested without observing discrepancies; the device would charge and shock defibrillation energy. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. UDI ¿ (B)(6). Physio-control evaluated the device but could not verify the reported issue. The device was tested without observing discrepancies; the device would charge and shock defibrillation energy. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. Two ECG records were downloaded from the device. The most recent ECG record was dated (B)(6) 2017 and appears to be associated with device testing performed by the customer following the reported event. The earlier record was from a patient use on (B)(6) 2017. The downloaded patient ECG record was evaluated by a physio-control senior scientist with the following observations and conclusions: the code-stat case file contained four rhythm analyses, the first three were completed but the fourth analysis was interrupted by the user. The first three analyses all reached "no shock advised" decisions. The ECG in each of the three completed analyses contains activations that could be either very low amplitude qrs complexes or atrial activity. If these activations were qrs complexes the rhythm would be non-shockable. If the activations were atrial activity the remaining ECG suggests ventricular asystole, also a non-shockable rhythm. Therefore, in either case the shock advisory algorithm reached an appropriate "no shock advised" decision for all three completed analyses. No device malfunction was observed during this analysis.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was tested without observing discrepancies; the device would charge and shock defibrillation energy. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to physio-control that the customer's AED failed to recognize a shockable rhythm or to deliver a defibrillation shock in AED mode. There was patient use associated with the reported event however, no information on the patient outcome was provided, nor were any patient details provided.